Event description:
In 2006, a physician attempted placement of a graftmaster to treat a free perforation. It was reported that the stent was not implanted and the perforation was not sealed. The physician could not advance the jomed stent across the area of perforation. It was reported the pt required transthoracic pericardiocentesis in the catherization lab and was then transported to the cardiac operating room. The physician utilized another brand of the stent to cross the lesion.

Manufacturer narrative:
The deivce is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.